Manufacturer narrative:
Revised g1.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2011, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. No issues were observed during the procedure. On an unknown date, follow-up exam identified aneurysm enlargement (amount unknown). The cause of the enlargement was reportedly a suspected proximal type I endoleak, distal type I endoleak from the right leg (ipsilateral side), or type ii endoleak originating from lumber arteries. On (B)(6) 2021, additional stent grafts were implanted to extend the proximal neck and right leg. Coil embolization was also performed to the lumber arteries. The patient tolerated the procedure.